Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med station was not powered. A field service engineer (fse) reported the station was stuck on a black screen and not powering on. The issue was verified, and all auxiliary cabinets and drawers were removed. Drawers were reconnected one at a time until the crowbar drawer was identified, drawer 1 in the 7 drawer aid was found to be the root cause. The failure was traced to a bus cable connection. After reseating the connection, the station and all drawers were tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a power issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.